Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of high blood glucose readings and no delivery alarm from the insulin pump. The customer stated that she has been experiencing inexplicable high blood glucose readings. The customer has recently changed infusion to sure-t to try the remedy issues, but high blood glucose has persisted. The customer was advised to perform 5u manual prime. The insulin did not exit the tubing. The customer will be sent a replacement pump